Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker, uterine dilation and curettage, tonsillectomy, augmentation mammoplasty, back injury, anxiety, genital bleeding, pelvic pain female, ovarian cyst, cervical dysplasia, dysmenorrhea and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4806 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: findings: a scout film was obtained. Contrast is administered into the uterine cavity and this appears normal without evidence of a filling defect. Ap and oblique films. Confirm filling of the proximal fallopian tubes to ensure adequate contrast injection. None of the contrast passes into the mid or distal fallopian tubes and none of the contract is seen to spill into the peritoneal cavity. Impression: no contrast visible spilling into the peritoneal cavity. [Laparoscopy] on (B)(6) 2021: operative findings: normal tubes, ovaries and uterus, normal pelvis, thickened endometrium but no polyp. [Pathology test] on (B)(6) 2023: surgical pathology report. Specimen: uterus, cervix, fallopian tubes, bilateral. Final diagnosis: uterus, bilateral fallopian tubes, vaginal assisted laparoscopic hysterectomy with bilateral. Salpingectomy: cervix with focal moderate dysplasia (cin-2); cervix with cervicitis and focal mesonephric remnants; secretory pattern endometrium, negative for hyperplasia or malignancy; leiomyoma, measuring 0.9 cm; bilateral fallopian tubes with no histopathologic abnormality. Gross description: uterus with attached cervix and attached bilateral fallopian tubes. The uterus and cervix weigh 107 g and measures 8.2 x 4.7 x 5.4 cm. The serosa is tan-red and smooth. The cervix is 4.3 cm in diameter with a 1.5 cm os. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report added. Lab data, medical history, reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4779 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4779 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.